Event description:
Patient was implanted on the same day as an outer ear reconstruction case. The outer ear reconstruction was performed by plastic surgeon. Post-operatively, the ear reconstruction site became infected, which caused the sentio implant to get infected and needed to be removed. The surgical team plans to re-implant sentio once the site heals.

Manufacturer narrative:
Skin and surgical wound infections are known complications associated with the use of active transcutaneous bone anchored hearing implants, recognized in clinical literature and in reports relating to similar devices on the market. Based on the avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.